Manufacturer narrative:
Retainer ring: black. Case type = ngp. Customer complained on (B)(6) 2022 device alarmed stuck button. Unable to perform self test and displacement test due to unresponsive keypad. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thump. The p-cap/reservoir does lock properly. No stuck button error alarms noted during testing. Verified device alarmed stuck button on (B)(6) 2022 between time 13:09:54.000 and 23:26:01.000 in device downloaded history. Device passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, cracked case, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified pump alarmed stuck button on (B)(6), 2022 between time 13:09:54.000 and 23:26:01.000 in device downloaded history. Moisture damage found on electrical board 1 and 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was reported two three times stuck button alarm for an hour after self test . No harm requiring medical intervention was reported. Troubleshooting was performed and customer had been advised to replace the device. Customer will discontinue to use of the product. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.